Event description:
As reported, the button of a (2) 6f exoseal vascular closure device (vcd) would not depress at all. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The exoseal vcd and non-cordis vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and the indicator window changed to a solid black color. When depression of the button was attempted, the button would not depress at all. The indicator window was showing solid black at this time. The indicator window did show red color during retraction. A non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. The patient's body mass index (bmi) was not greater than 40. The patient has a history of infectious diseases. Additional information was requested but not provided. The devices were discarded; therefore, they will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the button of a (2) 6f exoseal vascular closure device (vcd) would not depress at all. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The exoseal vcd and non-cordis vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and the indicator window changed to a solid black color. When depression of the button was attempted, the button would not depress at all. The indicator window was showing solid black at this time. The indicator window did show red color during retraction. A non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. The patient's body mass index (bmi) was not greater than 40. The patient has a history of infectious diseases. Additional information was requested but not provided. The devices were discarded; therefore, they will not be returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaints " deployment lever (button) frozen/locked" could not be confirmed. Procedural and/or handling factors may have contributed to the reported event. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. No preventative or corrective actions will be taken at this time.